Event description:
The customer contact reported no flow. An unspecified primary tubing set was being used to deliver an unspecified medication, at an unspecified date, via an unspecified pump. At unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of an unspecified medication. After an unspecified length of time, the customer contact reported that the secondary medication did not deliver. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided, including if the tubing sets were replaced and the therapy was resumed and if the primary solution container was hung lower than the secondary solution container.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported no flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.